Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Sterile lot review. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. According to the instructions for use (IFU) warnings: patients who undergo endometrial ablation procedures who have previously under gone tubal ligation are at increased risk of developing post ablation tubal sterilization syndrome which can require hysterectomy. This can occur as late as 10 years post procedure. Reference internal complaint (B)(4).

Event description:
It was reported on a maude event report mw5056501, a physician performed a novasure endometrial ablation (exact date unknown). On (B)(6) 2008, the patient developed post-ablation tubal sterilization syndrome (patss). The patient "continues to use hormones to stop menstruation and is considering a hysterectomy". No additional information provided. We have been unable to obtain additional information surrounding this event.